Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. While the attorney reported the patient died, there is no allegation that the patient¿s death was caused or contributed by the device. No medical records, autopsy, or death certificate have been provided. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2002, the patient underwent surgery for implant of an unspecified bard/davol bard mesh. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol bard mesh. As reported, the attorney alleges patient experienced emotional distress, the device was defective, and wrongful death.